Event description:
The caller reported that on (b) (6 2010, the hospital informed her that in (b) (6 2009 there had been an unplanned tracheotomy tube change. The change was post insertion due to a failure of full ventilation as a result of the cuff deflating. The tube was discarded.